Event description:
It was reported that the patient experienced bent cannula event on 09-may-2026.it was reported that the patient experienced high blood glucose of 520 mg/dl and it was addressed by bolus multiple daily injection on 09-may-2026.